Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was occluded. Troubleshooting was done. Customer's blood glucose was unk. After troubleshooting, it was found that the insulin pump is working as designed. The no delivery alarm was caused by possible set and reservoir occlusion. No further info provided.